Manufacturer narrative:
In a research article, migration of device was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The article, "a stuck amplatzer septal occluder", was reviewed. This research article presents a case study on a (B)(6) year old man who underwent closure of an atrial septal defect (asd) with a 40mm amplatzer septal occluder (aso). The defect was reported to be 36mm and the largest available aso, 40mm, was chosen for implant. The device was incidentally detected to have migrated on routine echocardiography performed 3-months post-procedure. The patient was asymptomatic and referred the hospital for cares. Transthoracic echocardiography (tte) revealed the device was precariously positioned on the inter-atrial septum, aligned diagonally to its long axis, with the major part of the device being in the right atrium (ra). Residual flow through the asd was present. The patient underwent open heart surgery for device removal and patch closure of the asd. No additional information was provided. The article highlighted the important of diligently measuring the size of an asd prior to device closure and optimal size should be selected after assessing for adequate rims. The primary author of the article is dinkar bhasin, department of cardiology, government medical college and hospital, chandigarh, india. The correspondence author of the article is sivasubramaniam ramakrishnan, cardiovascular research center, department of cardiology, all india institute of medical sciences, new delhi, india with the corresponding email: ramaaiims@gmail.com.